Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: m450001b018, software version: 3.3.1. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the non-medtronic scanner sent the temperature map (tmap) to the incorrect folder. Manually entering the proper folder restored functionality. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.